Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an unknown surgery, the suturefix broke inside the patient. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The anchor has been deployed and was returned cut from the sutures. The sutures were not returned. Bio debris is present. The sliding ring has been pulled back, the lock is set, and the suture cleat has been exposed. The tip of the insertion device is deformed, and the tines have been broken from the device. A functional evaluation could not be performed due to the anchor has already been deployed, the sliding ring pulled back, and the lock set. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include use of excessive force upon insertion or contact with another source. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.